Event description:
During the hemicolectomy, the ancillary trocar snapped off while trying to remove it from the anvil head shaft. The surgeon said that this particular trocar appeared to be an extremely tight fit. The procedure was extended due to the retrieval of the broken piece of trocar. Another device was used to complete the procedure. There was no adverse consequence to the pt.